Event description:
Spacelabs received a report that no alarm was generated in the module.

Manufacturer narrative:
No one was injured as a result of this event. The module was sent in to spacelabs equipment service center for a service repair. No ECG strips were provided and are not available, there were no details provided by the hospital regarding the alarm type reported. The reported problem could not be duplicated and the module has been functionally tested and found to be operating to specifications. The device has been returned to the customer. There have been no further reports concerning this device. Spacelabs considers this issue closed. Placeholder.

Event description:
No alarm was generated in module.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded. Placeholder.